Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006-patient was implanted with multiple pelvic devices including two bard flat mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that the patient was implanted with multiple pelvic devices including two bard flat mesh on (B)(6) 2006. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00384 for info related to the other bard flat mesh implanted on (B)(6) 2006.